Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter kink or fracture was suspected on (B)(6) 2010; a catheter dye study was done, but it did not show the fracture. The pt did not develop any return of symptoms. On (B)(6) 2010, the "catheter pocket was opened" and it confirmed a catheter fracture between the v-wing anchor and sleeve. The physician replaced the catheter and sleeve. The pt recovered from the procedure. The medication in the pump was baclofen.